Manufacturer narrative:
Device evaluation submitted 11/17/2016 as follow-up #1:the transmitter was returned to animas and evaluated by product analysis on 10/21/2016 with the following results: no defect was found returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2 hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no alarms or warnings occurred, the transmitter performs within specification . Testing was unable to duplicate ¿ant in place of cgm reading¿ complaint. .

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the [ant icon appeared in place of cgm readings or transmitter out of range alerts (cs 206) were displayed] for more than three hours [while the cgm was in range]. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.